Event description:
On (B)(6) 2024 the patient was implanted with a nalu peripheral nerve stimulator system targetting the iliohypogastric and ilioinguinal nerves and with the implantable pulse generator (ipg) being placed in the patient's abdominal area. When attempting to activate the system for the first time on (B)(6) 2024 the ipg was not able to communicate with the external devices. On (B)(6) 2024 a nalu representative again attempted to activate the system without success. During that second attempt, the ipg was manually palpated and appeared to be at an appropriate depth and location, however the device was unable to be recognized by the external components. On (B)(6) 2024 a surgical revision was performed to replace the ipg only.

Manufacturer narrative:
The explanted ipg was returned to the firm for evaluation. Testing by the firm found that the ipg appeared to be functioning as expected and communicated normally with testing devices. The ipg was decontaminated in order to perform destructive testing to evaluate the internal construction of the device. The ipg was confirmed to have been assembled correctly. The firm was unable to identify any malfunction of the device itself. It is possible that the position of the ipg within the patient's abdomen was slightly beyond the recommended depth for optimal communication or that the ipg had shifted within the pocket due to unstable tissue at the implant location, preventing proper communication.